Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis , the pst observed the ccm to boot up incorrectly with a distorted display and an error message of "unable to exect/bin/sh: permission denied". The ccm was powered off and the local area network / interface board (lan/if) printed circuit board (pcb) was replaced with a lab-use only (luo) disk on chip lan/if pcb. The ccm was then observed to power up without any error messages. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The product surveillance technician (pst) reported that during routine testing of the device at the service center, the central control monitor (ccm) displayed an error message. There was no patient involvement.